Manufacturer narrative:
The investigation of hemolysis, access site bleeding, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Hemolysis: data logs were reviewed, and there were no motor current spikes, positioning alarms, or suction alarms. Additionally, pump flows were within range for the respective p-level throughout the case. However, it was noted that at the beginning of the case, pump flows were variable while at p-9. Additionally, when the pump was running at p-7, there was a clear improvement in pump flows after dropping to p-2. This aligns with the patient update around that time that the pump was noted to be out of position, so they dropped to p-2 to reposition. No product was returned. Clinical details reported the pump had to be repositioned several times during the first 24 hours of support while the patient was experiencing hemolysis symptoms, data logs showed pump flows to improve after a repositioning event, and hemolysis symptoms had resolved within 24 hours of said repositioning. For these reasons, the root cause of the hemolysis was determined to most likely be improper positioning. Positioning issues: product was not returned for investigation. The cause of the positioning issue was not determined due to lack of clinical information and product not being returned. Access site bleeding: based on the clinical details provided, the patient's activated clotting time (act) was super therapeutic, and for that reason, the root cause of the access site bleed was most likely anticoagulation management. The movement of the patient could have been a contributing factor as well, but the bleed is less likely to occur if acts are within therapeutic range. Ectopy: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The user facility reported that the patient on impella cp support developed bright red urine and the impella was repositioned several times. Additionally, when changing the disposable absorbent pads under the patient, ectopy occurred, and bleeding was noted at the access site. Manual pressure was held for the bleeding and heparin was paused.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿